Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. User facility mw# (B)(4). Additional information was requested and the following was obtained: "how did device not work? Answer:as per nursing review, when the device was fired, the staples did not align properly. Did device jammed (not fire clips)? Answer: not based on the event description. Did device not feed clips? Answer: not based on the event description. Did device drop or eject clips? Answer: not based on the event description. Did device sideways feed clips? Answer: not based on the event description. Did device fire malformed clips? Answer: not based on the event description. Did device fire scissored clips? Answer: not based on the event description. If other please specify? Is the current patient status known? Answer: patient was able to have surgery completed with no complications. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Answer: none documented." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See attached user facility medwatch.